Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported fracture noticed on flushing prior to blood sampling. PICC placed 06.11.2024. Trimmed to 50cm and placed at 7cm. PICC has only been used once. External fracture at approximately 4cm. Before use. No other information was provided. Additional information received via survey: it was reported PICC inserted in basilic, total length 50cm, exit site marking 7 cm with a secureacath between the 5-7 marks. PICC dressed in a j-loop back up the patients arm, cleaned with chloraprep 3ml, and used for oncology treatment of ec. A visible hole was noted at 4cm, 18 days after placement at patient's home.